Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log file contained events from (B)(6) 2026. Several low flow hazard alarms were captured on (B)(6) 2026. The driveline was disconnected on (B)(6) 2026 at 06:03:12 and the pump subsequently powered off, which is consistent with the account reporting a system controller disconnect after the patient was deceased for several hours. No other notable alarms were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist device. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device coordinator (vc) received a call on 12feb2026 at 0600 that the patient was found down at home. There were no signs of life and left ventricular assist device (lvad) was not alarming, coroner was present at the home already to pronounce the patient. The log files were reviewed. It appeared that the event log captured intermittent low flow events on (B)(6) 2026 at 0045 with flows noted as low as 2.4 lpm. Low flow events became more frequent on (B)(6) 2026 at 0108 when estimated flows dropped abruptly to less than 1 lpm. The pulsatility index (pi) values during these lower flows were on the low end around 1.9-20 and were non-variable. The system controller was disconnected and shut down on (B)(6) 2026 at 0603. The patient was fine in clinic the day before their death. The device operated as expected and will not be returned. The cause of the low flow alarms were not identified as this happened in the middle of the night while the patient was sleeping. The system controller was disconnected as patient was deceased for several hours.